Event description:
Pt had elective aortic root replacement in (B)(6) 2016. A sorin 3t heater-cooler was used. On (B)(6) 2017 underwent re-do sternotomy, ascending aortic root replacement with homograph. Tissue specimens collected. Discharged on (B)(6) 2017. On (B)(6) 2017, pt admitted through ed for fevers up to 103. He returned to the operating room on (B)(6) for redo sternotomy and ascending aortic root replacement. Cultures from the (B)(6)surgery are positive for mycobacterium avium complex by dna probe. Awaiting further organism identification.